Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): once you have entered your transmitter ID, inserted your sensor, and attached your transmitter, you are ready to start a cgm session. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the sensor was not inserted into the customer's anatomy when the reported loss of connection occurred. The customer inserted a new sensor and a new sensor session was successfully started. No additional patient or event information was available.